Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that, before the case started, the patient was not in the room the vasoview hemopro 2 did not function when it was connected to the tower. The defective item had no contact with the patient. A new device was used to complete the procedure. No delay in procedure.